Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing. On (B)(6) 2018, the lead was capped and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Date received by manufacturer was initially reported as jul 3, 2018 and was incorrect. The correct date received by manufacturer is (B)(6) 2018 and should supersede the previously reported date. Date of event was initially reported as (B)(6) 2018 and was incorrect. The correct date of event was (B)(6) 2018.

Event description:
New information received indicated that the patient had presented in hospital on (B)(6) 2018 after receiving inappropriate shocks from their right ventricular lead. The lead exhibited noise resulting in the inappropriate shocks. A magnet was applied to prevent further inappropriate shocks prior to the replacement procedure.